Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to synchronize cardiovert a male patient (age unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating a malfunction to the device. The battery lug assembly was reassembled as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did identify defib charging errors on the first two charge attempts. The log confirmed once the battery was swapped out, the device charged and delivered energy.. Analysis of reports of this type has not identified an increase in trend.